Event description:
Ventilator placed on pt. After about 5 mins of normal operation, the ventilator stopped operating and alarmed "data sync error." MFR notified. Stored error codes pointed to a problem in the pressure transducer pcb. Then identified a pressure solenoid leak. After replacing the pressure solenoid, the unit operated normally.